Manufacturer narrative:
Additional information: a clinical investigation of the event concluded that a temporal associated exists between the continuous cyclic peritoneal dialysis (ccpd) treatment with the liberty cycler select and the patient's shortness of breath event. However, there were no reported allegations of a cycler malfunction causing or contributing to the patient's hypervolemic event. The patient's shortness of breath and hypervolemia is most likely related to the patient's non-compliance with pd therapy. Device evaluation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis (pd) patient's contact reported the patient had to discontinue treatment in drain 3 of 4 due to shortness of breath and was transported to the emergency room. During follow up the patient's nurse reported the patient had not been compliant with dialysis treatment. The patient had not been completing treatment as directed. As a result of non compliance the patient was fluid overloaded and had shortness of breath, the patient went to the emergency room (ER) on (B)(6) 2017 and was released from the ER on (B)(6) 2017. Treatment rendered in the ER was unknown. The patient was not hospitalized. The patient performed pd therapy in the clinic and has been better and was not overloaded or short of breath. The cycler was not returned for evaluation.